Manufacturer narrative:
The customer contacted siemens about the discordant, falsely low cancer antigen 125 (ca125) test result. Siemens evaluated the available data, including quality control test results and test data from a precision study for ca125. This data is within specification and indicates the instrument is working properly. Pre-analytical sample handling is the potential cause of the discordant, falsely low ca125 test result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low cancer antigen 125 (ca125) test result was obtained from an atellica im 1600 instrument. The initial test result was reported to the physician. The same sample was repeated on the same atellica im 1600 instrument and the test result was reported to the physician. The same sample was then tested twice on an alternate atellica im 1600 instrument. The test results from the alternate instrument closely matched the repeat test result from the first instrument and were not reported to the physician. The repeat test result from the first instrument is considered correct. There are no known reports of patient intervention or adverse health consequences due to the discordant cancer antigen 125 (ca125) test result.